Event description:
It was reported that the patient's knee was revised due to the hinge post extension threads failing, resulting in the hinge post extension fixated in the tibial bushing.

Manufacturer narrative:
This report will be amended when our investigation is complete.